Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure, it was found that the lid of the subject device was cracked and any water could not be stored. The user replaced the subject device with another device and completed the intended procedure. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china and past similar case, omsc considered that the reported phenomenon was attributed to the lid of the subject device was interfered with a scope or a hard object by the user. Olympus stated the appropriate handling of oer-aw and the counter measures against abnormalities in the instruction manual of oer-aw.